Event description:
It was reported that 3 unit pen needle for chinese market do not have UDI, as required per nmpa submission. Bd sku: 47362282. Verbatim: pn (pen needle) for chinese market do not have UDI, as required per nmpa submission. Bd sku: 47362282. After june 2022, regulatory requirement for UDI was implemented for class iii medical devices. Pn are sold on the china market, hence are to be compliant. Note: bd owns registration on china sku, but have outsourced labeling/graphics to embecta. There are 2 batches in scope of this organon complaint. Request for support from bd-dc was made in august 2021 to strategize implementation of UDI for china sku, however, UDI update was not implemented prior to june 2022.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 9616656-2023-00559 was sent in error. This device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. Therefore, this is exempt from us FDA reporting requirements.

Event description:
It was reported that 3 unit pen needle for chinese market do not have UDI, as required per nmpa submission. Bd sku: 47362282. Verbatim: pn (pen needle) for chinese market do not have UDI, as required per nmpa submission. Bd sku: 47362282. After (B)(6) 2022, regulatory requirement for UDI was implemented for class iii medical devices. Pn are sold on the china market, hence are to be compliant. Note: bd owns registration on china sku, but have outsourced labeling/graphics to embecta. There are 2 batches in scope of this organon complaint. Request for support from bd-dc was made in (B)(6) 2021 to strategize implementation of UDI for china sku, however, UDI update was not implemented prior (B)(6) 2022.